Event description:
It was reported that during a laparoscopic cholecystectomy, the clips coming out of the device were malformed. A new device was used for the remainder of the case. There was not patient consequence. No patient consequence.